Event description:
It was reported that the user experienced consecutive motor stall alerts after changing the connector and tubing, with a history of repeatedly refilling the same cartridge; the alert persisted through a restart until the user performed a supply change with a successful rewind and completed cartridge replacement, and replacement cartridges were arranged. Symptoms included hyperglycemia with readings in the 300s mg/dl for approximately three hours, accompanied by headache and excessive thirst. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included user-guided troubleshooting, confirmation of supply change completion, and shipment of replacement consumables for continued monitoring. Investigation of this case revealed a device performance issue consistent with a stalled motor alert potentially associated with insulin delivery interruption and implicated cartridge reuse practices; the device resumed function after proper cartridge change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors and product interaction leading to transient motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.